Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. During a 60-day follow-up examination, computed tomography (CT) imaging revealed a 12mm thrombus on the closure device. The physician noted that the thrombus was not present at the 45-day follow-up. The patient was placed back on anticoagulation medication and will have transesophageal echocardiography (tee) imaging at the next follow up.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.